Event description:
It was reported the -occlusion- alarm went off during infusion. After checking infusion line, no issue observed, the pump would not start again while still alarming. Medication (morphine 4mg per hours + 16 mg bolus) could not be administered. Patient had to be hospitalized for treatment continuity while waiting for a new pump. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was not duplicated. The pumps dso sensor was tested and was found to be functioning properly and activating within specification. The pump was found to be operating properly and passed all tests. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Tamper seal is intact. Physical condition is good. The customer reported issue could not be duplicated. The pumps downstream alarm sensor was tested and was found to be functioning properly and activating within specification. Actions were taken to mitigate the reported issue: downstream alarm sensor calibration. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. E4 is unknown.